Manufacturer narrative:
The used abc bend-a-beam single function malleable abc hand control handpiece from the surgical setup on 22-jul-2015 was returned to conmed for evaluation on 18-aug-2015. A visual inspection noted no damage or visible defects with the device. The device was functionally tested using the system 7500 abc esu. When the device was attached to the esu, an error code [2 - stuck hand or foot activation request] was displayed once the esu was turned on. Unplugging the handpiece and re-plugging did not reset the error code therefore rendering the unit unusable. The device was disassembled. Further evaluation found the power switch pcb showed a solder bridge between the two (red/green) wires creating a closed circuit as if the power activation hand control button is depressed. The cause has been determined as a defective switch circuit board solder application. In this instance, if the esu is turned on prior to attaching the handpiece, contrary to the IFU (instructions for use) the handpiece is activated upon plugging the device into the esu. The IFU recommends the hand-control or foot-control handpieces be plugged into the generator before turning on the esu. By following this order, the esu post will display an error message and thereby identify the failed handpiece. The device was manufactured on 25-mar-2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process. Of the lot containing (B)(4) units, there has only been this reported event. A 2 year review of the product history for this device family showed a total of eight (8) similar reports of self-activation. Of these eight (8) complaints, only one (1) complaint has resulted in an adverse event of a patient burn. (B)(4). Based on available information, it is believed that the end-user did not follow the proper set-up sequence as outlined in the IFU and reprinted below. The end-user turned the abc generator on and then proceeded to plug in the abc handpiece resulting in the auto-activation of the device. If the IFU sequence was followed in the proper order, the end-user would have received an error code on the esu and the device would not have activated. Nonetheless, as a result of the investigation findings, an investigation has been opened to address this issue. The abc bend-a-beam single function malleable abc hand control handpiece is a single use device, intended to be used in open electrosurgical procedures to provide a means of coagulation. The IFU states under the section, instructions for use: 1. Before turning on generator power, insert the round connector end of the hand-control pencil cord into the "argon beam coagulator" receptacle of the abc electrosurgical generator and turn clockwise until tight. 2. Plug three-pronged end connector into the "beam hand control" receptacle of the abc electrosurgical generator. 3. Remove tip protector prior to activation. 4. Turn on generator power. To activate the argon beam, depress blue button on the handpiece. Argon gas will continue to flow approximately four seconds after button is released. 5. Turn off generator power before dismantling/disposing of handpiece. To reduce the risk of patient injury, the IFU provides the following warnings and precautions: - always place handpiece in a safe insulated location when not in use to avoid burns. - prolonged use of the handpiece causes the tip to become very hot and the tip remains hot for a period after use. Do not allow the tip to come in contact with the patient or others after activation to avoid burns.

Event description:
On 26-aug-2015, conmed corporation received a "user voluntary medwatch report, number (B)(4) forwarded from the FDA. Listed below is the event description as provided on the user medwatch report: "the procedure was an open biopsy, currettage with conmed argon beam coagulation (abc) electrosurgical generator. The abc generator grounding pad was placed on the patient's back. The abc handpiece was on the sterile field. When the surgeon attempted to use the abc generator, the tip was engulfed in flames. The dr. Smothered the flame immediately and nothing else was burned, but there was a small hole in the plastic holster. The patient was not injured, nor was the staff. The handpiece was removed from the field and replaced with a new one. This was an out-of-box failure." There was no injury associated with this event for this was discovered prior to the device being involved in any patient care.